Event description:
The customer reported the cine drive failed to save runs. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. A quote for a new hard drive was given to the facility. Waiting on approval from the customer.